Manufacturer narrative:
(B)(6). Section d4: UDI details are not available based on the time of manufacturing. Section g4: the rd900azu neopuff infant resuscitator is not sold in the united states of america (USA) but instead a similar product, rd900aeu neopuff infant resuscitator is sold in the USA. Therefore, the 510(k) number for rd900aeu has been used under the section g4. Method: the subject device rd900azu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in china, where it was inspected and performance tested by a trained f&p service technician. Our investigation is based on the information provided by the f&p service technician, information provided by the distributor and our knowledge of the product. Results: visual inspection of the provided videography confirmed that the manometer needle was stuck. It was observed when the pressure was set at 40cmh2o, needle moved back to 0cmh2o. A review of service report confirms that the manometer needle was stuck and there is dust in the manometer. Conclusion: we are unable to determine the exact cause of the reported fault, it is possible that the needle was stuck due to the dust in the manometer. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A distributor in china has reported that the manometer needle of an rd900azu neopuff infant resuscitator was stuck. There was no reported patient consequence.